Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the device displayed an error message. No additional event or patient information is available. The device has been received. Investigation is not yet complete. A follow-up will be submitted upon completion of device analysis.

Manufacturer narrative:
(B)(4).

Event description:
The returned complaint device was externally visually inspected and no defects were found. A hardware error code was observed during a review of the downloaded data log. The receiver case was opened for further evaluation. An internal inspection found moisture damage. The reported event of a potential error was confirmed. The root cause was determined to be a hardware component failure.